Event description:
It was reported that during a rotator cuff repair, the top part of the 'healicoil' anchor broke after being implanted. A fully threaded 4.75 awl was used as usual for bone preparation. Most of the anchor pulled out of the hole, the broken piece was removed from patient using graspers. This resulted in a non-significant surgical delay. The procedure was completed using the same device as the bottom part of the anchor holding the sutures was still firm inside the drill hole and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided images found labelling confirming the product identification information. An arthroscopic view of the device in use shows a fractured anchor. This case reports the breakage of the healicoil anchor, and per case details a portion of the anchor remained implanted in the patient. The healicoil anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.